Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patients lead displayed high impedance during an elective ipg replacement procedure. As a result, the lead was explanted and replaced to resolve the issue.